Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited no sensing and loss of capture (loc). Additionally, pacing impedance measurements were unable to be obtained through the device or through a pacing system analyzer (psa). An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.